Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: bi71000531, serial/lot #: none. Product ID: bi71000452, serial/lot #: none. Product ID: bi71000159, serial/lot #: none. Product ID: bi71000861, serial/lot #: (B)(4). Product ID: bi71000503, serial/lot #: none. Product ID: bi71000175, serial/lot #: (B)(4). System service was performed in the field and it was determined the image acquisition system (ias) did not boot the pendant and ias computer. The required power was not created by the power enclosure charger if the umbilical cable was not connected. The power enclosure, charger enclosure, and power tray was replaced. It was noted that gantry covers, louvre cover, and dual fans were also replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was in standalone mode. The site called the manufacturer representative on friday the 4th of february to mention that the system asked for a motion calibration when it was already booted up. After the calibration, the system was still in standalone mode. The rep advised the site to unplug the umbilical cable and reboot the system, the site did several time with no success. No patient was present at the time of the event.

Manufacturer narrative:
H3. Hardware analysis of device bi71000175 determined that the visual inspection confirmed dust build up and fiber on fans. It was cleaned and installed in o-arm system c1416. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Hardware analysis of device bi71000176 determined that the power conversion enclosure passed bench testing. Install into test system c1396. The system booted, motion, x-ray and communication all readied multiple times. Passed motion calibrations. 2d and 3d images were successful. No fault found while under test. Hardware analysis of device bi71000195 determined that both fuses in the power tray tested good. Install power tray into test system c1396. The system powered on, booted, readied several times and functioned as expected. Multiple 2d and 3d imaging were taken and successful. No functional problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.